Event description:
The reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's right eye (od). The lens was explanted due to elevated intraocular pressure and aqueous misdirection. The reporter indicated the patient had icl lenses implanted bilaterally and both eyes had aqueous misdirection. The reporter indicated they felt the event was caused by angle closure, the iris was pushing forward, and one eye had pressure that reached 68mm. The reporter indicated the peripheral iridectomies were patent.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted one week postoperatively to address elevated intraocular pressure and subsequent aqueous misdirection. According to the customer complaint questionnaire, dated on (B)(6) 2014, clarification was received and there was no problem with the lens and no patient injury or loss of bcva was reported. The cause of lens explantation was to address the complications in the fellow eye following icl implantation (captured in the different complaint file) as a balance. Given all this information this event was not device related in origin. (B)(4).

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter indicated the lens was implanted on (B)(6) 2014 and was explanted on (B)(6) 2014. The reporter indicated there were no complications related with the lens in the right eye, the lens was explanted for balance due to complication with lens in the left eye - see MFR report # 2023826-2014-00656 for left eye.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.